Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer did not remove pump prior to a shower. An altitude alarm occurred. Customer reattached the same cartridge and insulin delivery was resumed. Customer's blood glucose was approximately 200 mg/dl.